Event description:
Pt was being implanted with ncp system pulse generator model 100b. Lead test was performed per the physician's manual. Pt experienced asystole which lasted approximately 6 seconds. No medical intervention was taken and the pt's heart rate returned to normal. A second lead test was performed which again resulted in asystole. This event lasted approximately 15 seconds. The resident anesthesiologist administered epinephrine at the same time the pt was recovering. The device was not implanted. Physician noted that the pt's vagus nerve was unusually deep and the nerve anatomy was abnormal. Pt was discharged without injury.